Manufacturer narrative:
The device was not available for evaluation. Without pictures or a device to evaluate the complaint could not be confirmed and the root cause is uncertain. The root cause could be machine related, even though there are established controls to mitigate broken blades. The root cause could also be excessive force by the end user, causing the blade to break. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "when the surgeon was making an incision in the concha bullose the 15 blade broke in half and fell down into the sinus cavity. The surgeon was able to retrieve the blade with the scope and suction and both pieces were compared to ensure the entire blade was removed."